Manufacturer narrative:
Internal report (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 134 and 245mg/dl. The expected fasting blood glucose test result range is 99 to 111mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 122 and 132mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is last month. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he also compared the results to his wife meter and the results meter read 245mg/dl while his wife meter read 134mg/dl fasting. Instructed customer regarding meter to meter comparison.